Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin leaked from the septum when the cartridge was being filled with insulin. The user's blood glucose level was 224 mg/dl. Reportedly, the user would load a new cartridge.